Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. Patient stated the serial number was hard to read, as the label was worn off. The reason for call was patient mentioned that the recharger cord was starting to get warm. Patient did not detect any visible damage to the equipment. Patient was able to start a charging session of their implant and confirmed that the controller battery was at 100% and the implant was at 100%. Patient confirmed seeing the normal recharging screen with excellent recharge quality and that both the controller and implant battery were fully charged. Later on the call, the patient was running their hand over the recharger cord, and reported the cord felt bumpy like there was an issue with the wiring. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. When asked for event date, patient stated that they noticed this issue the last 2-3 times they charged their implant, within the last month. When asked for managing healthcare provider, patient stated they do not have a doctor. Patient stated they only see their heart doctor, and after being implanted in 2021, they never saw a doctor, or got instruction on how to use the device. Agent sent physician listings to the patient. Patient requested email and physical copy of physician listings. Agent reviewed role of rep with the patient and rep assistance must be initiated through physicians office.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Found no issues with finding or charging ins. No anomalies were visually observed. Recharger antenna passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.